Event description:
Olympus was informed that a flexible rhinolaryngoscope (model and serial number unk) had been reprocessed using only alcohol for a period of up to ten years. There were no reports of patient infection or injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The facility has declined to be identified. The reporter has been contacted via telephone and in writing to obtain additional information regarding the report without success. If additional and significant information becomes available at a later date, this report will be updated. This report is being submitted as an MDR in an abundance of caution.